Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on 05/20/20156 to report that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the buttocks on (B)(6) 2016. The patient's mother noticed red bumps and a rash located under the sensor pod. Patient's mother emailed their doctor on (B)(6) 2016 with an attached photo of the skin reaction. The doctor emailed back and prescribed keflex 500mg, to be taken 3 times a day. Patient's reaction was treated with the prescribed keflex. At the time of contact, the rash was healing. No additional event or patient information was provided.